Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer called in to report a button error alarm. The customer could not recall any significant events leading to the alarm. The customer's blood glucose level was 254 mg/dl. The customer was advised to discontinue use of the device and revert to a back-up plan. The customer was advised that the device would be replaced, and was informed to return the product for analysis.

Manufacturer narrative:
No button error alarm during testing. The insulin pump had unresponsive bolus express and act buttons due to moisture damage keypad traces. The insulin pump had minor scratched lcd window, scratched case, cracked battery tube threads and cracked reservoir tube lip.